Manufacturer narrative:
The device was not returned thus a formal investigation was unable to be conducted. According to the narrative the user experienced a nitrous oxide leak. It was reported that the user was not properly screwing down on the cartridge. This could potentially result in a partial pierce. When the nitrous oxide cartridge is not fully pierced and screwed downwards onto the piercing point it could create an unsealed pierce. This unsealed pierce causes nitrous oxide to seep out of the canister prematurely.

Event description:
C2 therapeutics became aware of device malfunction on (B)(6) 2018: during procedure, the operator was twisting the cryoballoon focal controller cap and the cyroballoon nitrous cartridge into the controller; nitrous oxide liquid leaked out of the cartridge. The operator was not pushing and twisting at the same time. There was no injury to the patient as the controller was being prepared for the treatment and was therefore remote from the patient. Physician was able to complete the treatment using a new cyroballoon nitrous cartridge and same cryoballoon focal controller system.